Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the pump felt warm to the touch. He said the pump then emitted a replace battery alarm and the battery also felt warm. The battery reportedly only lasted one week in the pump. There was no visible damage to the battery cap or compartment. The pump did not burn the pt's skin.